Event description:
It was reported by service report that the footboard scale cable and the left main cable harness that connects to the scale control board were corroded due to fluid intrusion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cable harness, footboard scale cable.